Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscal repair surgery, two (2) fast fix 360 t2 did not deploy from the inserter when the deployment mechanism was actioned. Both t1s were successfully removed from the patient. The procedure was completed with non-significant surgical delay using an arthrex back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).